Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported event ¿tissue pad was detached¿ could not be confirmed. Based on the results of the investigation, it was determined that the wear of the pad. The tissue pad was worn out. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The teflon pad became partially detached during the procedure. The user changed the handpiece and completed the procedure successfully thereafter. There was no patient injury reported.